Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had blank display. The customer¿s blood glucose was 290 mg/dl at the time of incident. Customer already tried clean battery cap and battery compartment, changed batteries several times but problem persist. The insulin pump will be returned for analysis.